Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported the device pocket wound was very painful and the wound was revised. During the revision, it was noted the lead had retracted from the original position, and further testing revealed left atrial capture rather than left ventricular capture. The lead could not be repositioned into the original position due to a thrombus occlusion of the left subclavian vein. Replacement of the lead is planned. No further patient complications have been reported as a result of this event.